Event description:
Patient revised for pain and loose cup. (B)(6) 2011 - litigation papers received. They allege that patient had elevated levels of cobalt and chromium in her blood. Added patients middle name and the femoral head. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to heterotopic bone in the anterior portion of the abductors, little bony ingrowth and mostly fibrous ingrowth on the acetabular cup. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.